Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced low blood glucose of 44 mg/dl. The customer¿s blood glucose level was 365 mg/dl at time of incident and current blood glucose level was 149 mg/dl. The customer¿s blood glucose level was 285 mg/dl. The customer was treated with bolused with the pump for high blood glucose level and was treated with food for low blood glucose. The customer declined to check their settings. It was reported that they had high and low blood glucose level. The customer was advised to use another reservoir. The customer was advised that they would like to return the reservoir for analysis. The insulin pump will not be returned for analysis.